Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, immediate implantation, preceding/simultaneous bone augmentation, swelling, abscess, inflammation, mobility. A crestal sinus lift was performed